Manufacturer narrative:
Log files were received but were found to be corrupted. Three attempts were made to acquire another copy of the systems log file but no response was made. Manufacturer is unable to determine the root cause of alleged failure.

Manufacturer narrative:
Site chose not to provide pt info. The files have been received by the MFR, but the investigation is not complete.

Event description:
A sire rep reported that while in the navigate tasks of a cranial procedure, the software became unresponsive. The software became unresponsive when the tech changed views in the software and then the software unexpectedly exited. They rebooted the system and were able to continue the case with an impact to the pt.